Event description:
Treatment of a left unruptured ophthalmic aneurysm measuring 6.80mm x 4.00mm. Post pipeline deployment, it was reported that a balloon was required to achieve full wall apposition (an option presented in the instructions for use).no injury was reported with patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).